Event description:
It was reported that the right atrial (ra) lead exhibited undersensing at termination of atrial tachycardia/atrial fibrillation (at/af). The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: t505u225 tissue valve implant date: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.